Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the report. Although the screws were not returned for evaluation, a comprehensive review was conducted of all applicable material records, manufacturing records, storage records, and distribution records. All records revealed the products were manufactured within specs, maintained and distributed in accordance with all federal, state and operating procedures. Additionally, a review of all complaint records were conducted and revealed there were no other reports of breakage related to this part number. The report states approx three (3) months had elapsed from implantation and evidence of a breakage. There are many pt factors that can contribute to a screw breakage. The package insert warns that "the pt's weight and activity have an effect on the stresses of the implant" and "pt's anatomy should be considered when selecting screw diameter and length." It was reported the pt was an obese male and the screw diameter utilized was only a 6mm when sizes were available up to 9mm. Based on record review and all available info, it is determined the protex screw design conforms to all applicable standards and there was no deviation whatsoever in the manufacture process. There is no indication the breakage was a result of product defect, malfunction, or poses any injury with use. All records purport the screw was of the highest quality and safety.

Event description:
Globus medical received notification that one (1) globus manufactured screw had broken after implantation. The info provided is that an obese, male pt with degenerative disc disease underwent spinal surgery in 2005. The surgeon utilized six (6) - 6.00 mm x 40 mm protex pedicle screws at levels l4-l5-s1. On approx three months later, an MRI showed that one screw utilized at s-1 had broken. The screws were explanted on the next day. The screws were not returned to globus medical for evaluation.